Event description:
It was reported that a patient experienced elevated glucose levels reaching 180 mg/dl while using a cadd cleo infusion set. Upon removal, the caregiver observed that the cannula was bent. There were patient involvement and no reported patient harm. The bent cannula may have resulted in restricted or interrupted insulin delivery, contributing to the elevated glucose level.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.